Event description:
It was reported while testing with bd bactec¿ fx40 instrument 3 false positive results were obtained. Confirmatory testing was performed using a gram stain and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that there were false positives.

Manufacturer narrative:
H.6. Investigation: a failure was reported on a bd bactec fx40 ( p/n 442296, s/n (B)(6)). The customer reported false positives on their instrument. Bd remote assistance worked with the customer about the false positives. Due to lack of data of the issue the case has been closed. The root cause was unable to be determined. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed one previous complaints related to results issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd bactec¿ fx40 instrument 3 false positive results were obtained. Confirmatory testing was performed using a gram stain and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that there were false positives.